Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) received inappropriate shocks and anti-tachycardia pacing as a result of an atrially driven rhythm. Technical services (ts) was consulted, and determined that the device is functioning as programmed, and that the presenting electrograms are consistent with the atrially driven rhythm. No additional adverse patient effects were reported. This ICD remains in service.